Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that he patient's ipg was deemed inoperable, following an unrelated surgical procedure. It was also reported that the device was not placed in surgery mode prior to the procedure. As a result, a representative troubleshot the device to address the issue.